Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that 20 minutes after the initiation of intra-aortic balloon (iab) therapy there was blood backup in the helium extender tubing. The patient had just returned from surgery. The therapy was stopped, the physician removed the iab, and replaced it with another iab successfully. A picture provided by the customer shows clearly the central lumen was broken in half. There was no reported injury to the patient.

Manufacturer narrative:
No decontamination or visual inspection of product was performed since the product was not returned. A picture was provided for this event by the customer. A review of the photograph indicates there was blood inside the subject catheter and there was an inner lumen separation inside of the membrane area near the rear seal. A visual review of the pictures has confirmed that there was a separated inner lumen causing a blood leak into the iab catheter, so the reported events of leak in iab and damaged inner lumen are confirmed. The product was not returned and so could not be evaluated. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. The complaint was confirmed based on the picture provided with blood inside the iab catheter, but we are unable to evaluate the product to determine a root cause. (B)(4).

Event description:
It was reported that 20 minutes after the initiation of intra-aortic balloon (iab) therapy there was blood backup in the helium extender tubing. The patient had just returned from surgery. The therapy was stopped, the physician removed the iab, and replaced it with another iab successfully. A picture provided by the customer shows clearly the central lumen was broken in half. There was no reported injury to the patient.